Event description:
It was reported that, when a 980 ventilator was powered on it failed the breath delivery power on self test (post) and generated an inoperable error message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se replaced the mix controller printed circuit board (pcb) as a precaution and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Device evaluation: the mix controller printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection of the component was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No error logs were recorded in the diagnostic logs. No fault was found with the returned component. If information is provided in the future, a supplemental report will be issued.